Event description:
A report was received that the trial patient was experiencing severe discomfort at the lead site. Reprogramming was attempted but was not successful. The leads were explanted early and the patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: trial linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.